Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 7 atmospheres for 3 seconds, the balloon ruptured near the center. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.